Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Device had moisture damage on electronics. Insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that she went into the pool with the device on. Customer's blood glucose was 576 mg/dl. Device alarmed a button error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.